Event description:
Rv lead impedance greater than 3000 ohms and patient received 4 inappropriate shocks due to noise. This lead was capped and replaced on (B)(6) 2018.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.